Event description:
Reportable based on analysis completed 11/2005. It was reported during a coronary artery stenting treatment procedure the stent would not cross the lesion. The target lesion was located in an unknown stent. The physician advanced a 3.00 x 20 mm taxus express2 drug eluting stent to the lesion but was unable to cross. Consequently the stent was never deployed. The procedure was successfully completed with another 3.00 x 20 mm taxus stent. No patient complications were reported.